Manufacturer narrative:
A getinge fse attended the site and located the unit to be repaired, dismantled the unit and the re-fitted new safety disk. Performed all manifold test as per getinge specification. All functional and safety checks performed to meet factory specifications. The unit was return back to service.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during a pre-sale check being performed by getinge, the cardiosave intra-aortic balloon pump (iabp) unit has a faulty safety disk. The membrane test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.